Event description:
Additional information received reported the patient was having symptoms of loss of pain relief and withdrawal. The cause of the motor stall was not known. The patient outcome since the replacement was unknown.

Manufacturer narrative:
Analysis of the pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
A critical alarm was heard and also confirmed by telemetry due to motor stall. The stall was constant and per reporter occurred on (B)(6) 2013 followed by a tube set error message. Patient had had no symptom change but did hear pump alarming. Patient had had no MRI and had no environmental changes on friday. Drugs delivered via the device were bupivacaine and fentanyl. The received pump logs showed that the motor stall occurred (B)(6) 2013 with a tube set log on (B)(6) 2013, there was also a pump update on (B)(6) 2013, but no motor stall recovery was noted. The patient was getting his pump replaced on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.